Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The pfc board was replaced and the reported issue was resolved. A full imaging system check-out was completed following part replacement, and full system functionality was confirmed. No parts have been returned to the manufacturer for evaluation. No further issues were reported.

Event description:
A site representative reported that the imaging system was not powering on. It was found that the motion batteries were not charged, and the charger board led was not lit even when the system was plugged into a power source. Initial troubleshooting revealed a low output from the power factor controller (pfc) board. This was discovered outside of any patient involvement. No additional details were provided.